Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 115 mg/dl. The customer was assisted with troubleshooting. The customer stated that the leaked in o ring. Customer states the leak was past second o ring. Customer states there was not an air bubble in the reservoir. Customer's outcome pertaining to the complaint. The device will be returned for analysis.